Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six weeks after implant, the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a methicillin-resistant staphylococcus aureus infection with bacteremia. It was noted that the patient was previously seen at an outside facility for weakness/fatigue with diarrhea and was placed on two different antibiotics prior to the system explant. A transesophageal echocardiogram (tee) was negative for vegetation; however, the patient was noted to have purulence from the crt-d pocket in addition to a fever. No further patient complications have been reported as a result of this event.